Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The tablet was returned to the manufacturer for analysis. No software anomalies were identified during the analysis. During the analysis it was identified that the serial cable was defective. The cause for the serial cable anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
It was reported that the physician is receiving an error message when trying to interrogate a patient. The error message reads "unable to open port - system cannot find file specified". Troubleshooting was performed with a company representative which narrowed the problem to the software on the programming system. It was reported that the patient feels her device stimulation and that the physician does not feel there is a problem with the patient's device. The physician was informed that the software error cannot be resolved and a new programming tablet would need to be provided. A new programming tablet was provided to the physician. The tablet with the software error is expected to be returned, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the tablet confirmed all quality tests were passed prior to distribution.